Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Review of the most recent repair record determined that the unit's swivel had a worn o-ring. The o-ring was replaced to make it easier to attach and resolved the reported issue. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
There is no additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once an evaluation of this device is completed, a follow-up/final report will be submitted.

Event description:
It was reported that during surgery the hose was difficult to attach to the handpiece. Occurred during a surgery in (B)(6) 2021, unsure of exact date. No leakage was noted. No adverse events were reported as a result of this malfunction.